Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited the minute ventilation signal on the right atrial (ra) channel. The signal was oversensed and resulted in an inappropriate mode switch. It was also noted that on the day the episode was stored, there was a temporary rise in pace impedances. At this time, boston scientific technical services recommended programming the feature off. The system remains in service and the ra lead is another manufacturer's product. No adverse patient effects were reported.